Event description:
Crossed cto of rca, exchanged for a roto floppy wire and tried to remove the corsairpro over the roto floppy. The corsairpro separated or broke in the coronary when the operator tried to remove it over the roto floppy wire. All pieces came out, the wire was removed, no complications were reported.